Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for the architect anti-hcv reagent, lot number 01638be00. No related trends were identified for the architect anti-hcv reagent during a review of tracking and trending. Testing of a retained kit of lot 01638be00 was not performed since the lot expired on 2019-10-17. Worldwide field data of the architect anti-hcv reagent lots within s/co 1.00 to 5.00 have been compared to the results of lot 01638be00. Review of the worldwide customer data did not identify any indication for a decreased sensitivity for lot 01638be00. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect anti-hcv reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that repeatedly (B)(6) architect anti-hcv results were generated for two patient samples that tested (B)(6) at different facilities. Sid (B)(6): architect (B)(6) twice ((B)(6)), (B)(6) at a different laboratory method not specified ((B)(6)) and (B)(6) using an alternate method ((B)(6)) sid (B)(6): architect (B)(6) and (B)(6) ((B)(6)), (B)(6) at a different laboratory method not specified ((B)(6)) and (B)(6) using an alternate method ((B)(6)) no adverse impact to patient management was reported.